Event description:
During a procedure for a trochanteric femur fracture, a 12mm reamer head was used to size the canal of the femur. The flexible reamer shaft along with a 12 mm reamer head was inserted into the femur without a 2.5 mm ball tip guide rod to ensure the 12 mm nail would fit. Once femur was sized, the flexible reamer shaft was being removed when the reamer head got caught inside the femur and disengaged from the flexible reamer shaft. Surgeon was unable to remove the reamer head and the entire reamer head remains in the femur of pt. The nail was implanted successfully and procedure was completed. Hosp does not plan to return the flexible reamer shaft for investigation. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.